Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. This emdr represents the bard/davol ventrio st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of two ventrio st mesh (device 1 and 2). Per op notes, "the patient had a vertical midline incision, two ventrio st mesh (device 1 and 2) were placed together to the abdomen using prolene sutures." On (B)(6) 2016 - patient had abscess thereby underwent incision and drainage of abscess abdominal wall. Per op notes, "the patient had a previous incisional hernia repair with mesh. There was a significant amount of purulence in the abscess cavity and it was drained." On (B)(6) 2017 - patient had status post abdominal hernia repair with exposed mesh thereby underwent repair with removal of exposed mesh (device 1 and 2). Per op notes, "the patient had exposed mesh that was removed.